Event description:
It was reported that the left ventricular lead exhibited loss of capture and loss of sensing due to lead dislodgement. During the procedure it was noted that the terminal pin was bent. The lead was capped and replaced on (B)(6) 2017. The patient was in good condition prior to and post procedure.